Manufacturer narrative:
No scrolling/ramping numbers noted. No unresponsive buttons noted. All buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked case on the display window corners and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The father reported via phone call that the numbers began to cycle when the customer attempted to enter their carbohydrates. It was also found the insulin pump had intermittent response with several buttons. The father stated the insulin pump was not bumped or dropped. Customer's blood glucose was 20 mmol/l. The father agreed to return the insulin pump for analysis.